Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and a severely calcified popliteal artery. A 3.5 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atm within 5 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.